Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was fire and smoke from diathermy lead. Staff member placed a wet towel on an electrical fire and went to get a co2 extinguisher. Electrical power supply turned off and the lead was autoclaved six times according to tag. There was no patient involvement.